Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of a de novo lesion in the right coronary artery (rca), which was between two pre-existing stents. One treatment was performed on low speed without issue. During the second low-speed treatment, an audible pitch change was observed. The user experienced difficulty traversing the crown across the lesion. The oad then stopped spinning, and the pump led reverted to yellow. The oas pump was reset after a several second rest period. The oad crown was stuck in the lesion. The crown was then freed, but it could not be pulled into the sheath. Imaging then indicated additional material wrapped around the crown. The additional material was determined to be a pre-existing stent from the proximal rca. The oad driveshaft and wire were then cut, and a rest period was observed to allow for the effects of the anticoagulant to wear off. The physician then unsuccessfully attempted to pull the device out manually. Thereafter the patient was sent to surgery for removal of the device. The patient was stable and still admitted to the hospital as of (B)(6) 2022. The patient will be medically managed going forward.

Manufacturer narrative:
The results of the investigation are inconclusive since the facility declined to return the device to csi for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).